Event description:
It was reported that prior to an a-fib procedure, it was noticed that the patient had a pericardial effusion which required a pericardiocentesis. The fluid removed was minimal. The physician was using the cryoballoon for ablations, the lassonav catheter for electrograms. A sf thermocool catheter was also inserted briefly, but no rf was delivered. The carto 3 system was also connected but not used for mapping purpose. The physician stated that the main issue was retro -peritoneal bleed from sheath exchange. Appropriate treatment was given for the bleeding. The patient is recovering and doing well.

Manufacturer narrative:
The concomitant product: carto 3, model# m-4800-01, serial # (B)(4). (B)(4).